Manufacturer narrative:
Submit date: 2/23/2017.

Event description:
The customer reports the unit has a blank display, and the rotor turned erratic then off.

Manufacturer narrative:
Submit date: 6/15/2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician could not verify the reported issue. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation.

Event description:
Customer reports the unit has a blank display, and the rotor turned erratic then off. The pump would turn on and off on its own and then eventually it would not turn on at all. The issue occurred during patient use; there was no harm or medical intervention required.